Manufacturer narrative:
Updated information - b4,d5,g2,g3,g5,g7,h2,h4,h6,h10,h11. Corrected information - h6 (component code). Additional information customer point of contact - roy fortier (biomedical engineer) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the exch pcb,power management, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.

Event description:
It was reported that during the annual preventative maintenance (pm) performed by a getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) was not charging the batteries. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) who encountered the issue, reviewed the logs and no issues were indicated. To address the issue, the fse replaced the power management pcb and verified that the the device was charging the batteries. Full pm, safety, calibration, and functionality checks to factory specifications were performed. The unit was released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(6).